Event description:
It was reported that while the ventilator was connected to a pt, the o2 concentration dropped from 60% to 45%. After a few mins, the o2 concentration value increased to 60% again. At the same the as the o2 concentration dropped, the pt saturation decreased. The pt saturation values are unk. The ventilator was replaced. There was no harm to the pt. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. A microprocessor module printed circuit (pc) board was found defective and was exchanged. The microprocessor module pc board was disposed of and not returned for investigation. We are therefore unable to determine the cause of the microprocessor module pc board failure. There are 5 microprocessor module pc boards in the ventilator, mounted on 5 different pc boards. The faulty microprocessor module pc board was mounted on the inspiratory control pc board. The inspiratory control pc board together with the microprocessor module pc board controls and regulates the flow from the air gas module and the oxygen gas module. A wrong partial flow reference signal to the gas modules may lead to the reported problem. An alarm regarding low o2 concentration was generated at the time of the event. (B)(4).